Event description:
It was reported that the patient has been having seizures. The symptoms included shaking severely and then the patient felt a burning sensation like fire in her feet. The patient does not remember everything that happens. It was reported that the symptoms initially used to be present after refills, but can come a week or so later, or up to four times a month. No diagnostic tests have been performed. Patient treatment and outcome was not reported. The drug contained in the patient's pump was not reported. Additional information has been requested from the hcp, but was not available as of the date of this report.